Event description:
Event description guidant received information that interrogation of this implantable cardioverter defibrillator (ICD) revealed a > 3000 ohms atrial and rate/sense impedance measurement. All measurements since have been normal.